Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, during the procedure, when the physician tried to cauterize the polyp tissue, there was no output. Additionally, the physician noted that there was an "internal glow" when pressing the foot switch. The physician suspected that there must have been an internal short circuit, or a component failure. The complainant confirmed that there were no issues with the foot switch or any of the other accessories. The physician was able to complete procedure by using a cold snare and hemoclips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, during the procedure, when the physician tried to cauterize the polyp tissue, there was no output. Additionally, the physician noted that there was an ¿internal glow¿ when pressing the foot switch. The physician suspected that there must have been an internal short circuit, or a component failure. The complainant confirmed that there were no issues with the foot switch or any of the other accessories. The physician was able to complete procedure by using a cold snare and hemoclips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned unit found a large amount of paint missing from top of the cover and some minor scratches on the chassis of the unit. The pump on the unit is rusty and the clamp on the pump which holds the hose assembly is broken. All knobs and switches appear to function properly. The unit passed the endostat ii return evaluation procedure for all electrical outputs specifications but failed the irrigation part of the test. There was no irrigation due to the broken clamp on the pump. The reported complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.